Event description:
During a therapeutic banding of an esophageal varix, the band stuck to the wall of the esophagus and slipped off taking tissue with it, leaving an open bleeding vessel. It was reported that a blakemore tube was inserted and the pt was sent to the ICU. The pt received blood and recovered.